Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open nephrectomy, the device was fired across the hylum of the kidney, however, the staples did not fully form onto b shape and there was an excessive bleeding on the staple line. There was less than 500cc of blood loss. The staple line was sutured to resolve the issue.